Event description:
It was reported that balloon rupture occurred. Endovascular therapy and ipsilateral retrograde approach were performed from the left femoral artery. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left common iliac artery. After the non-boston scientific guidewire was crossed the lesion, a 8.0mm x 40mm x 135cm (4f) sterling balloon catheter was advanced for dilation. Inflation was performed three times, 6 atmospheres (atm) 8 atm and 14 atm. However, during the third inflation at 14 atm for 30 seconds, the balloon ruptured. The device was removed with usual method and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good.